Event description:
Dcm called to report the hospitalization due to diabetic ketoacidosis. The blood glucose reading at the time of the event was 587 mg/dl. Customer experienced dizziness, nausea, frequent urination and numbness of the left hand. Paramedics were called to transport customer to the hospital. Boluses did not decrease the blood glucose reading. The last blood glucose reading was 241 mg/dl. Dcm stated that tubing was kinked. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.